Manufacturer narrative:
Other relevant device(s) are: product ID: 924256, serial/lot #: unknown. The lot number of the stimloc was not known. It was noted to be either 082231817a or 082205818a. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable electrical lead for unknown indications for use. It was reported that during the lead implant procedure the tip of the burr hole cover screw was damaged. The tip of the screw was damaged when the operator was tightening it. Another screw was used in place of the first one and the issue was resolved. There were no symptoms reported. No further complications were reported or anticipated.